Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient got a ¿call your doctor¿ icon and power on reset (por) condition. The reporter stated the patient started the trial on friday and saw the por on the programmer on sunday. The reporter further stated that they did not have details on what happened, but it was a warning message. It was noted the manufacturing representative was able to clear the por with the patient programmer. It was further noted the patient got a por last night and the manufacturing representative wanted to know if they could clear it with the programmer. The reporter stated the por occurred when the patient was putting a child to bed. It was noted the patient had cervical placement and modest parameter settings. Additional information received reported that it was the exclamation point in the upper left hand corner. The reporter stated the patient could not make it to the office to get reprogrammed before the leads would be pulled tomorrow. Additional information was requested, but was not available as of the date of this report.